Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 72-year-old female with acute myocardial infarction and cardiogenic shock, presenting in a pre-support clinical state consistent with scai shock stage e, was supported with an impella cp pump inserted percutaneously via the right femoral artery. During support, echocardiography demonstrated significant left ventricular hypertrophy with limited left ventricular cavity size and reduced preload, which was recognized by the treating cardiologist. The patient experienced intermittent suction events, including during temporary pacemaker pacing, and support was limited to p5. Fluid administration was provided with close monitoring of urine output. The patient subsequently underwent pci of the right coronary artery, and hemodynamics reportedly returned to normal. Recommendations for right heart catheterization to further assess volume status and consideration of escalation of support were discussed but not implemented. During support, hematuria and laboratory evidence of hemolysis were reported, and the patient received two units of blood. Renal function worsened with an increase in creatinine from baseline following implant. The impella cp was explanted due to concerns regarding ongoing hemolysis. The patient was transitioned to comfort care per family request and expired approximately two days following device removal. The patient had significant left ventricular hypertrophy with a limited ventricular cavity and restricted preload, factors that may have contributed to recurrent suction events and support limitations. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage e shock on multiple inotropes and pressors and multiple comorbid clinical complications.